Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead and an ipg, on (B)(6) 2009. During the initial implant, the white markers came off of the lead in the lead packaging which resulted in the terminal ends of the lead being inadvertently reversed in the device header. The physician discovered this issue post-implant. The physician attempted to reprogram the pt's scs system in order to compensate for the lead reversal; however, his attempts were unsuccessful. The lead was explanted and replaced on (B)(6) 2010. The lead was not returned to the manufacturer for analysis. Follow up on the pt found no further issues reported. No further information is available.